Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154vwc ICD, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that during a routine device changeout, it was noted that the patient had two electrocardiograms showing shock due to electromagnetic interference (emi). One of the shocks occurred when the patient was working on a car engine, while the other took place in the middle of the night. The patient did not recall being near any electronics at that time. It was further noted that the right ventricular (rv) lead pace/sense lead had a high number of short interval counts (sic). The device was explanted and replaced, and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.